Event description:
It was reported that the IV pole stage ii was dropping and causing IV bags to tear and rip from the pole. There was no reported pt involvement or adverse consequence reported.

Manufacturer narrative:
Cusotmer eval units. Service tech to replace add'l units all IV poles when parts received. IV pole.